Manufacturer narrative:
No details of the event are known yet.the device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device processed the image of the scope with reddish color. White balance had been completed. There was no patient involvement reported.